Event description:
It was reported that the asymptomatic patient was hospitalized for edema. A pulse generator pocket revision procedure was performed and there were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.